Event description:
A report received from (B)(6) stated the left endobronchial tube did not completely deflate. The doctor removed the stylet and tried again, but the result was the same. The event was confirmed in the operation room. The event occurred prior to use therefore there was no pt involvement.

Manufacturer narrative:
The investigation into this report is ongoing. As additional info is received a supplemental report will be sent. (B)(4).